Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported they are only able to charge the implant to 30% for the last week. Caller stated they thought they would have to charge every 3 days but they are having to charge everyday. Caller stated they change from group a to group c at 7.3v. Caller asked if its normal to charge ins only to 30%. Caller stated the recharger stop charging after one hour and thirty mins. Caller mentioned they spoke with the rep today and representative told her to change the group from group a to group b and to call patient service for assistance. Caller stated the implant was depleted and they probably needed to charge the ins longer. Caller asked about therapy on/off button. Patient service reviewed best practice for recharging and recommend using the recharging belt with thin clothing between the skin and the belt. The reason for call was caller reported they have been having a lot of issues with checking the status of the battery. Caller stated maybe 1 out of 20 times they can connect to the implant. Caller also stated the patient's feet are completely numb and they are not getting any relief from the therapy. Agent walked caller through how to connect the handset and communicator to the recharger. Caller noted that the communicator battery is at 90%. Caller mentioned seeing the unable to connect screen even with the communicator over the implant. Caller then stated they are having trouble finding the implant with the belt on. Agent had caller initiate a recharging session. Caller mentioned seeing good connection and the implant battery was in the red. Agent reviewed best practices for recharging and caller stated they have trouble locating the implant when they put the belt on. Caller mentioned they have charged the imp lant for a couple hours and they will get a connection and then it will be in the red and it won't charge even though the charger is at 3 bars green. Caller also mentioned that when they left the stimulation on, the recharger will shut down after half an hour or so. Agent reviewed device descriptions and recharging best practices. Patient's representative called us back reported that they were not able to get thing work correctly. Caller mentioned that they encounter a service code 3167 and service code 336 and the wireless recharger keeps beeping and has a red light on it. Caller also stated that they had tried to leave the wireless recharger to charge the implant for 2 hours but after 2 hours the implant battery is still low. Agent walked the caller to reset the handset and wireless recharger. Caller confirmed seeing an excellent recharging connection and battery icon in red.

Manufacturer narrative:
Continuation of d10: product ID tm91scs2 lot# serial# (B)(6) implanted: explanted: product type product ID wr9230 lot# serial# (B)(6) implanted: explanted: product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.